Event description:
It was observed that during the evaluation, the rhino-laryngo videoscope exhibited that the coating of the insertion section tube was peeled off. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the insertion section tube was peeled off. Based on the results of the investigation, the reportable malfunction could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.